Manufacturer narrative:
The manufacturer did not receive devices for evaluation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4). Not returned to manufacturer.

Event description:
It was reported, that the patient was implanted with an unknown dynesys spine screw on (B)(6) 2009 and revised on (B)(6) 2009 due to thigh palsy and pain. During revision surgery, a hematoma was detected and a conflict between implant, bone and nerve.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: n/a as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient had to be revised on (B)(6) 2009 due to pain 3 days after the initial surgery. The l3 and l4 screw (dynesis) have been changed. Review of received data: - an intra-operative x-ray dated (B)(6) 2016 was received. The picture shows the sacral and lumbar with several screws implanted. The quality of the picture is that poor that a deeper analysis cannot be done. - a surgical report of implantation and revision were received in (B)(6). The implantation report dated (B)(6) 2009 describes that 8 dynesys screws, cord and spacers were implanted due to scoliosis, instability and disc prolapse on different segments. It was also found that the patient had arthrosis on l3-s1. The surgical report of revision dated (B)(6) 2009 describes that there was a conflict in l4 with the screws. A hematoma was detected on l3-l4 and on l4-s1 which were taken out. A conflict was also found on l3-l4 right with the crural nerve. As the screws on l3 and l4 were removed new screws were implanted. The new screw at l4 was implanted in another position. This was done due to the conflict with the nerve. The screw removed at l3 (6.0 / 50) was loose therefore a bigger screw was implanted (7.2 / 50). Finally, they also removed some tissue at l3-l4 to avoid any issues with the nerve. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary: the products were not returned for investigation. The patient had to be revised due to pain. The implants were taken out after 7 days. The revision report describes that several conflicts occurred and that finally the screws at l3 and l4 were removed and replaced with other ones. The pain is most probable related to the issue found with the nerve. However, an exact root cause for the pain could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).